Event description:
It was reported that the customer had a button error alarm and an unresponsive keypad on the insulin pump. Customer's blood glucose level was 141 mg/dl. Customer stated that they tried pressing the esc and act buttons, but the alarm did not clear. Customer has been continually pressing a button for more than three minutes. Insulin delivery has temporarily stopped to ensure customer safety. Customer thought that she may have sat on her insulin pump, which may have caused the button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer is going to use a back-up plan via manual injections. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.